Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 18967246. Product family: scs-linear leads: upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 18693587.

Event description:
It was reported that the patient was suspected of infection at the pocket site. The cause of infection was unknown. The patient underwent spinal cord stimulation (scs) explant procedure. The explanted device components will not be returned.